Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the keyboard. Covidien was not authorized to repair the device.

Event description:
It was reported that, the keyboard on an 840 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.